Event description:
It was reported that during patient use, the device experienced an error code 465 10, along with a "purple screen with triangles" and does not function at all. There was no patient injury reported.

Manufacturer narrative:
One infusion pump was received in relation to the reported event. It was noted that all tamper seals were intact, however the latch lock did not close smoothly. An analysis of the event history log could not be completed because the pump would not turn on. Functional testing of the device was performed, which confirmed an error code 46510 at startup. The main board was replaced to resolve the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
One infusion pump was received in relation to the reported event. It was noted that all tamper seals were intact, however the latch lock did not close smoothly. An analysis of the event history log could not be completed because the pump would not turn on. Functional testing of the device was performed, which confirmed an error code 46510 at startup. The main board was replaced to resolve the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that during patient use, the device experienced an error code 465 10, along with a "purple screen with triangles" and does not function at all. There was no patient injury reported.